Event description:
This complaint was reported to the competent authorities basing on initial information that enterprise 5000x bed moved unintended during an inspection of the bed. There was no patient involved and no injury was reported. A follow-up information clarified that the issue was related to the uneven raising/lowering of the bed platform and not to unintended bed movement.

Manufacturer narrative:
This complaint was reported to the competent authorities basing on initial information that enterprise 5000x bed moved unintended during an inspection of the bed. There was no patient involved and no injury was reported. A follow-up information clarified that the issue was related to the uneven raising/lowering of the bed platform and not to unintended bed movement. The bed movement was very slow within the device operating range and could be stopped by releasing the button on the control panel. There was no risk of device instability or collapse. The device evaluation confirmed that uneven raising/lowering of the bed platform was a result of the control box failure which caused that the the hi-low actuators were not synchronized and the attendant control did not always respond after pushing the buttons. All defective components were replaced and the bed proper operation was confirmed during functional testing. The review of post-market surveillance data revealed that there were no events reported to arjo in which any injuries were sustained as a consequence of bed uneven movement. Based on the above findings and the negligible likelihood of the occurrence of an adverse event, this type of malfunction is not considered as safety-related and is not perceived as reportable in the future.

Manufacturer narrative:
The inspection of the enterprise 5000x bed performed by arjo technician revealed that some bed's components were defective: control panels, control box, actuators. The process of analyzing all gathered information is ongoing. The results of the investigation will be provided to the next follow-up reported.

Manufacturer narrative:
The process of analyzing all gathered information is ongoing. Additional information will be provided upon the conclusions of the investigation.

Event description:
Following information gathered, after activation of the backrest button on the attendant control panel, the enterprise 5000x bed platform started to move instead of the backrest section. This issue was observed during the inspection of the bed. There was no patient involved and no injury was reported.